Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided final lot number 0007599 and all applicable sub-assembly lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, contamination was observed near the thumb rest on the plunger rod, outside of the fluid pathway. The foreign matter appeared to resemble oil residue from the molding process; however, this cannot be confirmed through the picture samples. Based on an evaluation of the complaints received, we believe this was an isolated incident. At this time, further action has not been determined necessary. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml st bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material no: 309701; batch no: 0007599. It was reported that the syringe was dirty (according to google translation). Event description per email states: when opening the syringe tray 1 ml 1 of the syringes was "dirty" and therefore contaminated. Sample not available (according to google translation).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml st bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material no: 309701, batch no: 0007599. It was reported that the syringe was dirty (according to google translation). Event description per email states: when opening the syringe tray 1 ml 1 of the syringes was "dirty" and therefore contaminated. Sample not available.